Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) and rv lead continue to exhibit high out of range shock impedance measurements. They will proceed with normal monitoring of this patient. No adverse patient effects were reported.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurement. Boston scientific technical services (ts) stated it is not uncommon to see higher than expected shock impedances with a single coil lead like this one. The field representative is working with the physician. There were no adverse patient effects reported. Additional information was provided that the clinic will continue to monitor the impedance readings. All other measurements are good and stable. There were no adverse effects to the patient.